Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while at rest in their hospital bed post implant. The shock was due to oversensing of noise. It was noted that smartpass had automatically disabled prior to the shock due to low amplitudes. The field representative performed optimization the following day and noted the signal amplitude was low, but within acceptable range. When the patient stood there was a large change in amplitude measurements. The rep was able to reproduce noise when touching the xiphoid appendix, but no noise was seen when massaging the device pocket area. Technical services (ts) was consulted due to suspected air entrapment. Upon review, ts discussed the programming recommendations of changing sensing vectors due to possible air entrapment. Ts further discussed that the amplitude in secondary appeared low and suggested performing additional troubleshooting along with system placement evaluations. X-ray images were sent in for review. Ts observed a good connection and discussed possible optimization of the system for placement. After the patient was seen again primary vector was programmed and no further noise was seen. It confirmed the inappropriate shock was due to air entrapment at the level of the proximal electrode cable. The s-ICD and electrode remain in service an no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.